Manufacturer narrative:
The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting between conductor coils due to the outer coil damaging the inner insulation, lead was compressed in this location consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a follow-up, episodes of failure to capture and failure to sense were noted on the atrial lead. Diagnostic imaging confirmed atrial lead dislodgement. The atrial lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.